Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the site performed a spin on the imaging system and it did not transfer over to the navigation system. Medtronic representative confirmed the images did not have a nav tag on them and when trying to manually push the exams they would not show on the navigation system. During further troubleshooting, representative reported that the site changed the ip address on the imaging system which was not allowing it to communicate with the navigation system. The procedure was completed without the use of navigation and imaging. There was a delay of less than 1 hour. No known impact on patient outcome.